Event description:
Patient called alleging that meter gives an error 2 message and that the test strips are damaged. Patient did not suffer a serious injury. Patient did not seek medical attention or call md. Patient did not experience any symptoms. Customer service was unable to resolve the issue.